Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm 2002. The diameter of the proximal non-aneurysmal aortic neck was 22 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal illac neck was 160 mm. Vessel morphology was reported to be not tortuous or calcified. The patient has a history of chronic obstructive pulmonary disease and peripheral vascular disease. It was reported the stent graft was deployed without difficulty below the renal arteries in a "barber-pole" configuration, however, it was difficult to place the contralateral limb. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. Good flow was reported through the kidneys at the end of the procedure. A few days later, the patient's left kidney was found to be compromised and no longer functioning. It was reported the placement of the 16 french sheath possibly edged the stent graft up. The renal artery was partially covered by the stent graft, and the renal artery was thrombosed. It was reported that the patient's serum creatinine level was down and the patient was reported to be fine.